Event description:
It was reported that the device diagnosed a supraventricular tachycardia as ventricular tachycardia. Programming changes were discussed and the patient will be brought in clinic to make the recommended changes. No patient symptoms were reported. No further information is available at this time.